Event description:
Complaint alleged that during biomed testing the pt's impedance value was incorrect. Complainant indicated that there was not pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.